Event description:
This lead was explanted due to rising thresholds and a suspected fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular the values of the parameters measured during the electrical inspection were within the technical specifications. During the visual inspection, a kinked lead tip and abrasion marks on the steroid collar was detected. Based on the characteristics of the damage, it is reasonable to assume that tensile forces during surgery contributed to this observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.